Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when opening the angio-seal device, it was noted that bypass tube was laying in the packaging not attached to the device. Another angio-seal of the same lot was used with no issue. The patient was in stable condition. The procedure performed was a right leg angiogram. A 6fr. Sheath was used. A pre-deployment angiogram was performed. The procedure outcome was reported to be completed.

Manufacturer narrative:
This report is being submitted as follow up no.1 to provide the device return date and to provide the completed investigation results. One 6fr angio-seal evolution device was received along with incompletely opened polyfoil pouch for product evaluation. No accessory components were returned with the carrier tube assembly. The deployment sleeve of the device was found to be in the forward lock position. The bypass tube was found protecting the anchor of the carrier tube assembly. Under microscopy, a small portion of the anchor could be seen extending past the bypass tube. There was no damage noted to the bypass tube. No other visual anomalies were noted with the device. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. The investigation results verified that the returned device was the normal product. However, the exact cause of the reported event cannot be definitely determined based on the available information.